Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose level was approximately 130 mg/dl. Subsequently, the pump shut off. The customer connected the pump to a power source and the pump turned on. The customer loaded a new cartridge and resumed insulin therapy.